Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2014 to report the receiver initialized without a manual restart on (B)(6) 2014. There was no report of injury or medical intervention. The complaint device was returned for evaluation.&#405;nctional testing was performed and there was no failure detected. The receiver log was reviewed and no errors were observed. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of an initializing screen without manual restart. The root cause was determined to be assembly error .